Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the expected residual volume was 5.5 ml and the actual residual volume was 9 ml at the refill on (B)(6) 2018. The cause of the volume discrepancy was that the patient was not using all of their personal therapy manager (ptm) boluses. The hcp discussed with the patient and sent them out for a catheter dye study on (B)(6) 2018 which was normal. The volume discrepancy was resolved. The patient was reprogrammed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving fentanyl (500 mcg/ml at 205 mcg/day) and marcaine (25 mg/ml at 10 mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the managing healthcare provider (hcp) reported a difference in the volume removed versus the volume programmed at a drug refill. The patient had no symptoms of overdoes or under dose. A dye study and rotor study were performed. The catheter was aspirated easily and dye showed no signs of kink or leak. The rotor study reflected normal function. No issues were identified. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of the report. Surgical intervention did not occur and was not planned. The patient's status at the time of the report was alive; no injury. No further complications were reported.